Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp), the unit displayed error 171 (a photodiode voltage dropped below target power threshold). There was no contact with the patient at the time the console error code occurred. The procedure could not continue. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.